Manufacturer narrative:
A steris service technician inspected the unit and was unable to duplicate the incident. The panel and hardware were inspected and found to be in good condition. A scheduled preventative maintenance was performed on (B)(6), 2010. No further issues have been reported with the sterilizer.

Event description:
The user facility reported that when an employee was loading the sterilizer, the front panel door came open and hit her in the ankle. The employee went to the facility emergency room where she received an x-ray. The employee will follow-up with an orthopedic doctor and has an appointment scheduled for (B)(6), 2011.

Event description:
The employee reports she is fine with no sustaining injuries.